Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The field service engineer performed preventive maintenance and reset the row board cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system device not detected on bus. The customer stated that 8a can't recover failed storage space, says device not detected on bus. There were no adverse events or injuries reported based on this event.